Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Analysis of the device memory indicated the impedance trend on the rv pacing lead was decreasing.

Event description:
It was reported the patient experienced an event of syncope. It was also reported there was an increase in threshold and a decrease in impedance. Additionally reported, is the variance in electrical measurements occurred at the same time. The device and leads remain in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.